Manufacturer narrative:
A field service engineer (fse) went on-site and performed troubleshooting. Fse found the lyse restrictor tubing had a slight cut that was leaking very slowly. Fse replaced the lyse restrictor tubing. Repair was verified per established procedures and system performance was verified. The cause of the leak was a cut in lyse restrictor tubing. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stating that she was performing routine cleaning of the counter tops and observed some lh series cleaning reagent that leaked out of their coulter lh 750 hematology analyzer on the rear counter top. The volume of the liquid was about 2ml. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye glasses when the leak was observed. No injury or exposure was reported. There was no affect to patient samples or results.